Event description:
Adverse event(s): "no pt involved" (no pt involvement). Product problem(s): "new wave card reading 0 treatments" (computer software issue). A technician reports a new wave card was reading 0 treatments.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).